Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Electrical connector at pcb loosened, causes image disturbances. The time of event is during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the electrical connector loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the electrical connector.